Manufacturer narrative:
Evaluation summary: reported condition could not be duplicated with information provided. No free flow was experienced during testing. Pump 2 failed safety clamp gap test and will be repaired.

Event description:
Facility user report received with the following information: "event desc: patient arrived to ICU with medications attached to a two channel infusion pump. Patient's bp was low and trending downward. Nitroglycerin was turned off. Rn noticed that medication was continuing to infuse even when channel was turned off. IV tubing set was removed from pump and disconnected from patient." The following information was collected from the facility on 6/8/2007: the facility's intensive care unit (ICU) nurse reported that she did not know the patient's weight, date of admission, admitting diagnosis, time the infusion was started, flow rate, hr before, during, and after the reported free flow, concentration of the nitroglycerin, and product code of the tubing use. The facility's nurse reported that she did not have access to the patient's chart anymore. The ICU nurse added that she did not set the pump up, the infusion was started in the cath lab, and the pump was already turned off when the patient was transferred to the ICU. The nurse stated that the roller clamp was not closed. The nurse stated that the slide clamp was being used. After the reported free flow was discovered, the nurse stated that she completely disconnected the pump set up all the way to the patient's access. The patient had low blood pressure and was administered neosynephrine. The concentration and dose of the neosynephrine was unknown. The nurse stated that the patient's blood pressure took "awhile" to come back up, but eventually came back up. The nurse stated that she did not know what happened to the patient after he was transferred from the ICU. No additional information is available.